Event description:
The visi-pro stent was knocked off the balloon during crossing of lesion and was deployed in sub-optimal position.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.additional information has been requested. Should it become available a supplemental report will be submitted.